Manufacturer narrative:
Batch review performed on 28 october 2021: lot 2100164: (B)(4) items manufactured and released on 05-feb-2021. Expiration date: 2026-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Another device involved: batch review performed on 28 october 2021: ball heads: mectacer 01.29.215 biolox delta ceramic ball head 12/14 ø 40 size xl +8 (k112115). Lot 189656: (B)(4) items manufactured and released on 06-feb-2019. Expiration date: 2024-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 1 month after the primary. The surgery was completed successfully.